Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. The patient was treated with magnex injections (intravenously (IV), 1g, frequency not reported), reflin injections (intraperitoneally (ip), 500mg, frequency not reported), amikacin injections (25mg, frequency and route not reported), and heparin injections (500iu continuously, route not reported) for peritonitis. The action taken with dianeal therapy was not reported, and the outcome of the event is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.